Event description:
The actual device used during the case was returned. The initial engineering analysis indicated that this event is now considered to be a "reportable event". The "made aware" date is 2008. The wire lumen of the aspiration catheter is torn and the radiopaque marker band is missing. An attempt to obtain additional info about the case has been made.

Manufacturer narrative:
The actual device was returned for eval. The preliminary engineering analysis has indicated that this event is considered to be a reportable event. The made aware date is 2008. Engineering analysis of the subject device will be completed. Device eval anticipated, but not yet begun.